Event description:
Patient was undergoing egd with balloon dilation with a conmed dilation balloon. After dilation, staff were unable to fully deflate balloon to remove from scope. Eventually had to cut balloon off but were still unable to remove dilator. Scope was removed without incident or injury to patient but scope had to be sent out for removal of wire and repair of scope. Incident reported to conmed rep (B)(4) who in turn reported it to company.